Event description:
Reporter alleged blood glucose measured 324 mg/dl back to back with a result of 116 mg/dl when tests were performed 5 minutes apart. It was stated a second reading was taken of 271 mg/dl back to back with a result of 82 mg/dl performed at the same time. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.